Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting and headache. The patient was treated with 5 units of insulin, zofran and fluids which were all delivered intravenously (IV); patient also received 600mg of tylenol, and urine tests and blood work were performed. She was released after spending 2.5 hours in the ER. It was also reported that patient has dawn phenomenon and multiple sclerosis; these were treated with rituximab by IV; this treatment occurred 2 days prior to the reported medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.